Manufacturer narrative:
The reported complaint of a separated nanoclave could be confirmed from the photo provided. The sample was observed to have a nanoclave disconnected from the manifold. However, without the return of the sample, the probable cause is unknown. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. D9 - device available for evaluation: no.

Event description:
Gcm received an email from supply chain solutions on 7-feb-2025. The information was obtained from (B)(6), administrative and commercial specialist of (B)(6). The product involved is a 6-port nanoclave® manifold (glow, red, blue, purple, yellow rings), check valve, rotating luer with list number 011-am6001 and lot number 4787158. The reporter stated "in the newborn patient, during the disconnection of the extension from the central entry, one port of the 6-armed nano-clave ref. 011-am6001 lot 4787158 cracked and one port broke off. This created a life-threatening situation for the patient, as the faulty item had to be replaced. The hospital is checking if it has the complained batch and will be returning it." Sample photos were provided showing the sample inside a plastic container. Sample is available for evaluation. There was patient involvement but unknown patient harm. (B)(6) 2025. Update: gcm received an email from (B)(6), administrative and commercial specialist of (B)(6) on 12-mar-2025 providing additional information stating 'nurses immediately responded, stopped the infusions on 5 infusion pumps, prepared and connected a new nanoclave connector to the central venous catheter. The patient did not have any adrenaline, dopamine, levonorgestrel, or other vasopressor medications in the infusion. A sudden and uncontrolled rupture occurred, which could have caused leakage of the medication outside the line, raising the suspicion of severe health damage, including the need for resuscitation. This posed a threat to the patient, as the defective equipment had to be replaced. After treatment in the intensive care unit, the patient was transferred to the neonatology ward and later discharged home. The hospital stay lasted for 2 months. (B)(6) 2025.

Manufacturer narrative:
The device is available for evaluation; however, has not yet been received.

Event description:
The event occurred on an unspecified date and involved a 6-port nanoclave® manifold (glow, red, blue, purple, yellow rings), check valve, rotating luer where it was reported a newborn patient, during the disconnection of the extension from the central entry, one port of the 6-armed nano-clave cracked, and one port broke off. This created an unspecified life-threatening situation for the patient, as the faulty item had to be replaced. Additional information has been requested regarding any potential harm. No additional information has been received. There was patient involvement but unknown patient harm.